Event description:
No information accompanied the returned lead. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the lead was removed from service.